Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir does not go all of the way into the compartment. Customer indicated that a nurse was able to get the reservoir into the compartment but the customer is unable to do this on his own. Customer's blood glucose was 137 mg/dl at the time of incident. Customer declined to check their settings and troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no auto off alarm noted. The test reservoir stayed fit inside the reservoir compartment. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.